Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had chewed up by a dog and isn't working. Customer stated that they was hospital due to high blood glucose. Customer stated that the damaged occurred all over the insulin pump. The insulin pump will not be returned for analysis.